Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 20 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had consumed crackers and ginger ale but their blood glucose level had decreased from 60 mg/dl to 20 mg/dl. The patient was found unconscious in their room while trying to remove the cap off the glucose tablets. The patients spouse who is also an emergency medical technician had awoken the patient and treated them with glucose tablets. The patient spoke to her doctor who prescribed a rescue nasal spray and was able to adjust the patient's application settings.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with the ability of the automated glucose control algorithm to appropriately adapt according to both user inputs and estimated glucose values. Therefore, no problem was found regarding the reported not sure over delivering insulin event.